Event description:
The device in question was a datascope intra-aortic balloon pump - iabp -. The device had been inserted percutaneously 7 hours before the malfunction. We were summoned because the ICU nurses were no longer able to flush the central lumen of the catheter. My attempts to flush the line confirmed their findings. I attempted to advance a wire and encountered impassable resistance. We brought the pt to the cath lab where fluoroscopy confirmed that the iabp was in a straight segment of the aorta with no visible deformities. Attempts at advancing a wire through the central lumen again proved futile. We could visualize, under fluoroscopy, the point of obstruction. It was well within the "balloon" segment of the device, a point which would not have been expected to have been exposed to any "kinking" forces. Upon removal of the balloon, we were still unable to advance a wire through the central lumen, either antegrade or retrograde. Please note: the lot and serial numbers we are providing are based on the next box on our shelves. We are inferring that the failed device is part of the same lot. We do not have the label from the original box of the failed device. Therefore, the serial number and lot# may be incorrect.